Event description:
A report was received that the pt was having difficulty charging. The charging difficulty was due to the pt's ipg moving and being angled in the pocket. The physician created a new pocket and moved the ipg to a new location. The pt is reportedly doing well following the procedure.